Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called in stating the bolts that make up the wheel lock are hitting the tire before the wheellock does on both sides. Tech service advised it was possible someone put the wrong wheellocks on the chair.